Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) no anomalies werefound. The full lead was returned and analyzed. All conductors had blood/body fluid. (B)(4) no anomalies were found. The full lead was returned and analyzed. The distal conductor had blood/body fluid, there was blood/body fluid on the outer tubing overlay, the /lobe was distroted/bent, there was blood in/on the lobe mechanism. Additionally there was apparent explant damage.

Event description:
It was reported that the patient presented with inappropriate shocks due to a fracture defibrillaiton lead. The lead also exhibited oversensing and high impedence. During extraction of the lead the helix would not retract so the lead was capped and replaced. It was also reported that while attempting to deliver the left ventricular lead that two leads were not able to be placed due to patient anatomy. A third lead was tried and successfully implanted. No further patient complications were reported as a result of this event.